Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma alcl suspected. Clarification: the status of the device is unknown.

Event description:
Patient representative reported "patient was diagnosed with anaplastic large cell lymphoma" on an unknown side. Histopathological markers were not reported. The status of the device is unknown.